Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing) has been confirmed. Upon investigation the monitor failed testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q16, q8 and q10 on the defibrillator pca. The shorted igbts allowed high voltage to travel to low voltage circuitry, damaging multiple components on the pcas. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functional testing.